Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. The rotalink advancer was connected to the rotablator control console system. The rotablator advancer was able to reach optimum speed with no speed issues or stalling.

Event description:
It was reported that the burr was stuck within the lesion. A 1.25mm rotalink plus was selected for use in an atherectomy procedure in the calcified left anterior descending artery (lad). During the start of the procedure, an attempt was made to adjust the speed above the set speed of 160,000 rpm. The speed was unable to be adjusted using the speed adjust knob. The speed was determined to be enough to start the procedure. While in the artery, the burr was started but it got stuck. A stall was displayed quickly after the burr got stuck. Another of the same rotalink and the same rotawire were used to complete the procedure. No patient complications were reported. It was further reported that the burr was gently pulled to remove from the patient. The device did not stall prior to becoming stuck. The lesion was mildly tortuous and highly calcified. The patient's status was okay post procedure.

Event description:
It was reported that the burr was stuck within the lesion. A 1.25mm rotalink plus was selected for use in an atherectomy procedure in the calcified left anterior descending artery (lad). During the start of the procedure, an attempt was made to adjust the speed above the set speed of 160,000 rpm. The speed was unable to be adjusted using the speed adjust knob. The speed was determined to be enough to start the procedure. While in the artery, the burr was started but it got stuck. A stall was displayed quickly after the burr got stuck. Another of the same rotalink and the same rotawire were used to complete the procedure. No patient complications were reported.